Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was below 30 mg/dl at the time of hospitalization for both incidents. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer reported that they had vomiting and diarrhea symptoms. Customer was treated with intravenous medications. The insulin pump will not be returned for analysis.